Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported as the surgeon reamed the acetabulum the reamer broke. Surgeon was able to extract all pieces out of patient. Additional information was requested and provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection found dings and scratches on the base of the reamer. The outer radius of the radius exhibits scratching, dings, and spots of discoloration. The reamer is fractured near the apex of the outer radius. The reamer is also cracked near the fracture. The fractured portion was not returned. Certification records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Supplier DHR was not requested as the vendor certification shows the material and hardness testing meets the print specifications. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.